Event description:
Procedure type: hysterectomy. According to the reporter: needle would not toggle during the case. It was removed and another endo stitch was used to continue the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).